Event description:
Patient is a (B)(6) gentleman with kidney stones who came to us for ureteroscopy and holmium laser lithotripsy. On use of the boston scientific uromax ultra balloon dilatation catheter, balloon failed to deflate at the end of procedure. Removal caused an ureteral tear as it was extracted without deflation. Physician spoke with patient and family following procedure and explained the tear and the reasons why this may have occurred. The balloon failure to deflate caused injury to this patient.